Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer reports that the device is giving an inaccurate reading when tested. No report of a patient injury.